Event description:
Per the surgeon, the patient experienced a loss of osseointegration (B)(6) 2013 resulting in fixture loss due to head trauma.

Manufacturer narrative:
(B)(4). Device currently unavailable.